Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula housing had detached from the adhesive of the infusion set. According to the diabetes counselor, the cannula housing had dissolved from the patch, you can see through the cannula housing to the skin. The caller reported that insulin ran out laterally between the cannula and patch during the basal rate delivery.